Manufacturer narrative:
Patient ID, date of birth/age and weight were not provided for reporting. Date of event is unknown. (B)(4) expiration date unknown (10) lot number unknown exact date of implant is unknown. Approximately three months prior to the explant date of (B)(6) 2017. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an initial implant procedure on an unknown date approximately three months prior to the explant date of (B)(6) 2017. It was suspected that the implant was not seated far enough back posteriorly in the original implantation. Post-operative x-rays viewed during the explanation verified that the implant was too far anterior. On (B)(6) 2017, patient underwent revision procedure to have a prodisc-c implant medium deep 6 mm-sterile removed due to radiculopathy. The prodisc-c was removed intact and replaced with a non-synthes spacer and plate during a traditional anterior cervical discectomy and fusion (acdf). It is believed the surgical procedure was completed successfully with no surgical delay. Patient outcome was not reported. This report is for one (1) prodisc-c implant medium deep 6 mm sterile. This is report 1 of 1 for (B)(4).